Event description:
It was reported the patient did not charge the ipg as recommended. The patient has been without stimulation for over a year. The ipg is unable to communicate with external devices. The patient is pending meeting with his physician and sjm representative.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.